Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the device was found to have a cracked valve. A new sheath was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.